Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Analysis was unable to prime unit during prime/a33 test due to force sensor resistor damage by moisture. Moisture damage was found at lcd board per visual inspection. The insulin pump was received with scratched lcd window, cracked case at lcd window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 344 mg/dl. The customer stated the insulin pump was exposed to rain water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.